Manufacturer narrative:
No additional information was reported/additional information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. The device was explanted and replaced.

Manufacturer narrative:
The report of the event oversensing was confirmed by reviewing the device data. However, the reported event was caused by external (non-device related) factors. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal.